Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy on a atrial arrythmia episode. Technical services (ts) reviewed the stored episodes and determined the rhythm was an atrial fibrillation (af) with rapid ventricular response (rvr), resulting in therapy delivery including three anti-tachycardia pacing (atp) bursts followed by 13 electric shocks. The device exhausted the programmed therapies for the episode. No additional adverse patient effects were reported. This ICD remains in service.